Manufacturer narrative:
(B)(4). The used sample was received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A visual inspection was performed and no obvious defects were found. A functional inspection was performed with a full therapy run, and no defects were found with the run. This complaint for a leak was not confirmed in the lab. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 1 of 2 associated with this complaint. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available

Event description:
A nurse contacted baxter to report that the cassette solution was leaking out from the door on the homechoice (hc) machine during setup. No patient involved.